Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the pump could not be reset and there was no further information regarding the customer's method of backup insulin therapy. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.